Manufacturer narrative:
There was no reported patient involvement. It is unknown when device became twisted. Additional procode: kwq. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of a stardrive screwdriver was noticed to be twisted while the set was being put together. There was no reported patient involvement. This report is for a stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 314.467, synthes lot number: h165424: release to warehouse date: 27-oct-2016, manufacturing site: synthes monument: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a twisted tip, which agrees with the reported complaint condition. The distal stardrive tip is twisted in the direction of resistance encountered during screw insertion. No new malfunctions were identified as a result of this investigation. Document/specification review: the returned device was manufactured in october 2016. The relevant design drawings, reflecting the current and manufactured revision, were reviewed during this investigation. The t8 stardrive screwdriver shaft (part# 314.467) is a common reusable trauma instrument, noted in approximately 30 system technique guides including: 2.4mm va lcp distal radius, compact distal radius and modular clavicle plate. In each instance, the instrument is utilized for insertion/removal of screws with t8 stardrive recess. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: a relevant dimensional inspection of the distal stardrive feature could not be conducted due to the post manufacturing deformation (twisted). The shaft diameter just proximal to the twisted stardrive tip measured at cq which is within specification per t8 screwdriver shaft design drawing. Conclusion: a definitive root cause for the returned screwdriver shaft becoming twisted could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive force during screw insertion. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.